Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply. The system operates as intended.

Event description:
The customer reported that there was a communication failure error message and that the system would not work. There is no report of injury or death associated with the event described in this complaint.